Event description:
The customer reported the sys locked up. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys was rebooted and full operation was restored. The sys was then found to be operating as intended.